Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant informed the caller that the issue is due to a high pacing impedance measurement which can cause grounding issues in the system, resulting in the minute ventilation (mv) signal to not be filtered out of the egm signal. The mv feature was programmed off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited elevated pacing impedance measurements on the atrial channel which had exceeded 2000 ohms. A review of the remote monitoring data noted two stored atrial tachycardia response (atr) events with evidence of minute ventilation (mv) interaction. No adverse patient effects were reported.